Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of dissection, death, thrombus formation and tissue damage are listed in the perclose proglide instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was achieved with two proglide devices, using the preclose technique via a 6f sheath, prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to 14f. The tavr procedure was completed. Reportedly, during procedural sheath removal and applying tension on the first preplaced suture, a suture break was noticed. The second suture was attempted to be tightened and the suture with the knot came out of the artery with a large intima attached causing a dissection. The dissection was treated with three covered stents placed in the rcfa via the left common femoral artery. Manual arterial compression achieved hemostasis in the rcfa. Post procedure, the right foot was discolored. An occlusion occurred. A thrombectomy and percutaneous transluminal angioplasty was performed in the lower right leg. There was a clinically significant delay in the procedure and therapy. The patient was still in the hospital after one week. The patient was dialyzed due to the large amount of medication given. On (B)(6) 2018 the patient expired of respiratory failure due to acute on chronic diastolic heart failure from aortic stenosis complicated by kidney failure (dialysis). No additional information was provided.